Event description:
It was reported that the 9900 system displayed all blocks and stopped fluoroing. Reboot was required to complete the case. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an investigation. Reloaded software and reseated the fluoro function board (pcb). The system was tested and found to be working as intended and placed back into service.